Event description:
It was reported that the patient expired. Patient deceased in foreign country local hospital. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time

Event description:
Additional information received: it was reported that patient¿s death is not related to device. Patient was in hospital due to heart attack few weeks before death date later was discharged. Patient returned to hospital and deceased. It was reported that doctors at the hospital were scared to touch the patient due to possible shock from his device.